Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and it was observed that there was a pacing failure when patient is in standing position. A new lead with different model was implanted. No additional adverse patient effects were reported.